Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between pump and mobile device. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the logs we see the pump was physically disconnected from the phone. This could result from: bluetooth being turned off or losing connection, the pump moving out of range. User action or an application-triggered disconnection. When the app received triggers (e.g., bluetooth_on and bluetooth_permissions_granted) while the pump was in the unpaired state. This indicates a mismatch between the app's state and the incoming triggers. This might occur if the app or the pump failed to synchronize their states correctly after disconnection. To assist with the resolution of the issue, we provided helpline team with the following steps. Please connect to a strong network and try to pair. I would recommend these general steps to help resolve the issue. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: clear storage or to clear cache reset network settings: settings -> connection & sharing -> reset wi-fi, mobile networks, and bluetooth -> reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app remove all other pairings on the phone with other bluetooth devices. Stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. The issue was confirmed by analysis of the logs that were collected for the time of the event. We haven¿t received a response confirming whether the recommended steps resolved the issue. As a result, we¿ll be closing the ticket. If the issue persists, please let us know, and we¿ll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the logs we see the pump was physically disconnected from the phone. This could result from: bluetooth being turned off or losing connection, the pump moving out of range. User action or an application-triggered disconnection. When the app received triggers (e.g., bluetooth_on and bluetooth_permissions_granted) while the pump was in the unpaired state. This indicates a mismatch between the app's state and the incoming triggers. This might occur if the app or the pump failed to synchronize their states correctly after disconnection. To assist with the resolution of the issue, we provided helpline team with the followig steps. Please connect to a strong network and try to pair. I would recommend these general steps to help resolve the issue. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: clear storage or to clear cache reset network settings: settings ¿¿ connection & sharing ¿¿ reset wi-fi, mobile networks, and bluetooth ¿¿ reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app remove all other pairings on the phone with other bluetooth devices. Stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. The issue was confirmed by analysis of the logs that were collected for the time of the event. We haven¿t received a response confirming whether the recommended steps resolved the issue. As a result, we¿ll be closing the ticket. If the issue persists, please let us know, and we¿ll be happy to reopen it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.